Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported unintended dc shaft movement was due to patient anatomy. The reported difficult positioning in anatomy was a cascading event of the reported unintended dc shaft movement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), large left atrium & flail pml for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced within the patient, during positioning the septum collapsed onto the application of the m-button. The system then landed in the ventricle, and the gripper became entangled in the anterior leaflet. Troubleshooting was preformed successfully and the clip was freed without any damage. The clip was then successfully placed and implanted, then the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.